Manufacturer narrative:
Unomedical have contacted the distributor for add'l information. Unomedical did not receive any returned devices. Due to lot number being available, we were able to test the retained samples. Eval summary: used device: no used devices were returned for testing. Unused devices: no unused device were returned for testing. Reference samples: the retained samples were visually inspected, flow test and leak tested. The test results showed that the retained samples were within product specifications.

Event description:
On the (B)(6) 2011, unomedical rec'd a complaint regarding the death of a customer from our distributor (B)(6). The customer passed away on the (B)(6) 2011 in (B)(6). Stated that customer was wearing the infusion set and that the cause of death was found to be dka secondary to a kinked cannula. The cannula had been in place for (B)(6) and few blood tests had been performed during this time despite severe vomiting. Neither had any subcutaneous insulin been delivered to rectify high blood glucose. The parents do not want to have a (B)(6).